Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -07.00/+2.5/105 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting, lens rotation and blurred vision. The lens was repositioned but the problem was not resolved and the lens was removed. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was the device.

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).